Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. The simulated treatment was completed without failures or problems occurring. The cycler weighed fill volume values were within tolerance. The system air leak passed. The valve actuation test passed. The load cell verification was within tolerance. An accelerated stress test immediately identified a weak motor pump b with grinding sound that could be observed in the diagnostics -> valves/pumps -> pump motor diagnostic screen when the pump b motor was moving. The internal, visual inspection of the received cycler unit encountered no other discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler al;armed for an invalid sensor reading. He discontinued treatment. During troubleshooting the patient treatment data was reviewed. The patient had a drain volume of 4,207 ml during drain 2. The patient's largest prescribed fill is 2000 ml. The drain of 4,207 is 210% of the prescribed fill volume resulting in a reportable malfunction. The cycler was replaced. During follow up the patient's nurse reported there was no adverse event related to the event and the patient continues pd treatment.